Event description:
The calas cryptococcal antigen latex agglutination system from meridian bioscience, inc. This kit lot number is 140108.242. The pronase from this kit (lot # 1408.169) did not perform with reproducible accuracy. Each kit comes with 2 vials of pronase from the same lot. One vial from this kit resulted in 4 positive serum cryptococcal antigens from 2 different pts. The second vial from the same kit resulted in 4 negative serum cryptococcal antigens from the same 2 pts using same serum samples. The pronase that resulted in positive results was checked for possible contamination. In a controlled experiment, the pronase was not contaminated with positive pt sample or positive control.